Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred. Post procedure the patient was noted to have left sided facial droop. The patient had a CT scan of their head that showed cerebral atrophy and microvascular ischemic change. A few days after this the patient had a magnetic resonance imaging procedure performed. It was noted that the patient had acute very mild left facial droop and a possible small ischemic event. The patient is still experiencing mild left facial droop and mild left side weakness.